Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review. The manufacturer previously reported a ventilator was returned to the manufacturer for service. There was no report of patient harm or injury. The device was returned to the manufacturer for evaluation. The device failed a test step during testing. The internal tubing connected to the active exhalation control module was disconnected. The tubing was reconnected to address the issue. During the evaluation, the pollen filter, air path foam, inlet air path assembly and 43 micron filter were replaced due to dirt contamination.

Event description:
A ventilator was returned to the manufacturer for service. There was no report of patient harm or injury. The device was returned to the manufacturer for evaluation. The device failed a test step during testing. The internal tubing connected to the active exhalation control module was disconnected. The tubing was reconnected to address the issue.